Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer device had no audible alarms. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level 1 hotline blood and fluid warmer was received for evaluation in good condition. The following functional alarm tests were completed: float switch, disposable, and over temp alarm. All of the alarms sounded, which did not confirm the reported complaint allegation. No device fault was found.